Manufacturer narrative:
One photo was provided by the customer that shows the location of the leak. One used secondary set, attached to an unknown white connector was also returned for evaluation. As received two small cut was observed on each of the sets. The deformation on the tube was observed to have smooth edges straight edges. Examination of the tubing showed the separation area to be clean on the outer lining, typical of a cut. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of leak in the tubing can be confirmed due to the cut observed. The probable cause of the cut tubing is contact with a sharp object during use. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a secondary set, secure lock, with IV set hanger, 34 inch that experienced leakage. It was reported that there were 2 separate incidents of leak in the tubing. The event occurred on 02-apr-2025. There was unknown patient involvement and no human harm. Additionally, "the event occurred after the infusion. Additionally, the secondary line was hooked to a primary and infusion through a pump. A the leak occurred approximately midway in the tubing and a hole was found. The medication that was leaking is a dexamethasone and was manufactured by omega with din number (B)(4). There was patient involvement. A sample photo was provided showing the affected product.

Manufacturer narrative:
The initial reporter indicated that the event occurred 2 times; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events. The device has been received, but the investigation is pending completion. Upon completion a supplemental MDR will be submitted.